Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. Patient's symptoms returned started last week and the patient was concerned about battery life of ins. It was later reported that the device was explanted and replaced on (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (model 3116 serial # (B)(4)) found no significant anomaly. The battery was normal end of life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.